Manufacturer narrative:
There was no unexpected no delivery alarm during testing. The insulin pump passed the rewind test, basic occlusion test, occlusion test, prime test, a33 test, excessive no delivery test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer¿s blood glucose level was 103 mg/dl. The customer reported that the no delivery alarm occur during manual prime, the customer pushed insulin with plunger and insulin exited and while manual prime the insulin pump alarmed no delivery alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.